Event description:
A baxter service technician reported finding a colleague infusion pump with inoperable channel select keys on all pumphead module keypads. This event occurred during product evaluation. There was no pt injury or medical intervention necessary. No additional information is available. This device is an unremediated pump with a user interface module software version of 5.03.00.

Manufacturer narrative:
During product evaluation, a baxter service technician reported finding a pump with inoperable channel select keys on all pumphead module keypads. This condition was caused by stuck channel select keys on all pumphead module keypads. All pumphead module keypads were replaced to correct this condition. This issue is currently being investigated.